Event description:
It was reported that degenerative disc disease on l4-l5, was treated by percutaneous and mini-invasive approach. During impaction, the navigator cage, which was correctly placed on the inserter, did not follow into the interdiscal space. Initial inspection of inserter, indicates the lock mechanism of the inserter may not be functional.

Manufacturer narrative:
Method: mechanical evaluation. Results: a possible cause of the reported event is user error. It is likely that the lack of lubrication caused the slide button to jam and excessive force was applied to the slide knob which further damaged the instrument. The tool is stamped with a statement that describes the need to be lubricated regularly as well as in surgical technique documents. Conclusion: the navigator straight inserter was confirmed to have a jammed slide button as well as bent inserter tips upon visual and functional inspection of the device. This issue led to a 30 minute surgical delay. No relevant issues were identified in the manufacturing records.

Event description:
It was reported that degenerative disc disease on l4-l5, was treated by percutaneous and mini-invasive approach. During impaction, the navigator cage, which was correctly placed on the inserter, did not follow into the interdiscal space. Initial inspection of inserter, indicates the lock mechanism of the inserter may not be functional.